Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a low lv pacing percentage of 75 percent. The right ventricular (rv) pacing percent was noted to be 92 percent. The patient experienced heart failure symptoms. Boston scientific technical services (ts) discussed the potential of oversensing, a left sided premature ventricular contraction (pvc) or potential cross chamber sensing of a left atrial event. Ts discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that high threshold measurements were also observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lv lead was explanted and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.